Manufacturer narrative:
There will be no product available for investigation. Therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
When the surgeon was doing a vocal cord biopsy, one cup of the biopsy forceps broke off and fell into the larynx. It was retrieved with another biopsy forceps. No injury reported.